Manufacturer narrative:
The investigation determined that lower than expected theo proficiency sample results were obtained while using the vitros 350 analyzer. The root cause is determined to be dilution error, as the customer used a 10x dilution factor when processing the samples, causing dilution error as the theo results were calculated. When a 2x dilution factor was used for diluting the proficiency samples, the expected theo proficiency sample results were recovered.

Event description:
This customer obtained lower than expected vitros theo proficiency sample results while using the vitros 350 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. No erroneous theo results were reported from the laboratory to the clinician. There was no allegation of harm to patients as a result of this event. (B)(4).